Manufacturer narrative:
(B)(4).

Event description:
It was reported the diagnostic data stopped recording sometime in the second week of october. Review of a remote transmission revealed increased prevalence of ventricular tachycardia episodes and concentrated premature ventricular contractions. The patient was asymptomatic. A possible cause of the missing data was frequent high rate arrhythmias. The patient was administered new medications. The patient condition was stable and the patient will continue to be followed-up.